Event description:
It was reported that customer experienced continuous glucose monitor error message while using sensor. There was no reported impact to customer¿s blood glucose level. Customer contacted support, performed pump reset with assistance, confirmed error message did not reappear, and successfully started new sensor session, with no further issues reported.